Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 340 mg/dl. During a systems check with tandem technical support (cts) it was discovered that pump supplies were being used past labeling. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer had manual injection supplies available.